Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and treatment was not reported. At the time of the report, the peritonitis was not resolved. It was reported that the pd catheter was removed and the patient was shifted to permanent hemodialysis due to unresolved peritonitis. No additional information is available.